Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
Complainant reported the patient had a coronary artery bypass graft, then decompensated. Impella cp was placed for hemodynamic support. While on support impella support the patient developed ventricular tachycardia and required defibrillation, progressed into asystole requiring chest compressions. During chest compressions the impella cp became out of position in left ventricle. The impella was repositioned correctly by physician at bedside under echo guidance. The patient remained on support for three more days before the family made the decision made to withdraw care and the patient expired. It was unknown if the impella device contributed to the patient outcome.